Event description:
It was reported patient had right hip revision due to dislocation and femoral head disassociating from the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding a metal head disassociating from an accolade stem was reported. The event was confirmed. -medical records received and evaluation: a review of the provided x-ray by a clinical consultant confirmed the event. It was determined that op reports and clinical history are however needed to complete the medical review and help determine a root cause. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, clinical history and return of the device are needed to fully investigate the event.

Event description:
It was reported patient had right hip revision due to dislocation and femoral head disassociating from the stem.